Manufacturer narrative:
Blank display noted due to broken electrical component on the interface board. Unable to perform functional testing including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests due to blank display. Cracked reservoir tube lip and scratched display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 388 mg/dl. The customer stated that he had nausea, chest burning sensation, and dizziness. Advised the customer that the insulin will be replaced. No further info was provided.